Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The burr catheter was attached to the advancer unit, when received. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing consisted of using a test rotawire, as the rotawire used in the procedure was not returned. During testing, the rotawire was inserted through the annulus and advanced through the device and removed with no resistance or issues.

Event description:
It was reported that the burr got stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator and a rotawire and wireclip torquer were selected for use. Set rotational speed was 180,000rpm with the maximum speed at 180,000 rpm. During removal, it was noted that the rotaburr got stuck on the rotawire. Both rotablator and a rotawire were removed together from the patient body and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator and a rotawire and wireclip torquer were selected for use. Set rotational speed was 180,000rpm with the maximum speed at 180,000 rpm. During removal, it was noted that the rotaburr got stuck on the rotawire. Both rotablator and a rotawire were removed together from the patient body and the procedure was completed with another of same device. No patient complications were reported.